Event description:
It was reported that an unknown transfer set disconnected from the patient line during initial drain of peritoneal dialysis therapy, causing the patient line to drop on the floor. The patient was connected at the time of the event. The technical service representative (tsr) assisted the patient in ending therapy. The patient planned to restart therapy using all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.